Event description:
Caller states the following coaguchek xs/coauchek s results were obtained during a correlation study: patient 1: 1.8 inr/2.3 inr. Patient 2: coaguchek s : 4.4 inr/lab: 3.0 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return. Comparison performed in a medical facility.

Manufacturer narrative:
No pt information available for either pt. This medwatch is for the suspect device in coaguchek s system. Reference medwatch with a1 pt for suspect device in coaguchek xs system.